Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient to the emergency room after having had received shocks from their right ventricular (rv) lead because of oversensing due to lead dislodgement from twiddler¿s syndrome. There was also low sensing and high thresholds. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.